Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from australia via the implant patient registry that this ring model 5200m38 implanted in the mitral position was explanted after an implant duration of 1 year and 11 months for unknown reason. An idc was received with question "was it due to a deficiency of the original device?" Marked as "yes". Another ring two sizes smaller (34) was implanted in replacement.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: despite repeated attempts to receive further information regarding the device, no sample for evaluation was received. No additional information on device current location was given. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patients baseline hemodynamics, anatomical alterations, and procedural considerations. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and or procedural factors.